Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15646. It was reported that an asymptomatic patient presented remotely via merlin.net with ventricular over-sensing alerts. All of the episodes were caused by post-paced t-wave over-sensing from their implantable cardioverter defibrillator. It was also noted that the device had capture confirm episodes and the atrial lead had high capture thresholds. Electrograms for some of the episodes were missing during review. Possible programming changes were discussed. Patient condition was stable after the event.